Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set separated from component. The following information was provided by the initial reporter with the verbatim: reported issue per customer: customer description- the tube comes off from under the chamber. We had several crnas complaining that in the middle of the surgery they had to change IV due to IV tubing malfunction.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. 5 unused sets were received and tested by our quality team. The sets were tested using a tensile pull that was within normal use parameters for regular clinical use. Out of the 25 unused sets- 6 separated with minimal force. These were then analyzed using microscope and the tubing showed evidence of lack of solvent applied during the assembly of drip chamber to tubing. The manufacturer was notified and have since made improvements to this portion of the line assembly to eliminate further occurrences of this set. The issue is being worked on in our manufacturing plant under a funded project to lower the risk of the solvent based separations. The material and lot reported fall under this project. A device history record review for model 47177e lot number 22089337 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17aug2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.